Event description:
It was reported that the lens was dry and there was low or no fluid in the lens vial. This was observed during preparation for use. This occurred with 4 lenses. This report refers no lens 4 of 4. Refer to MFR # 1313525-2015-00759 for lens 2 of 4. Refer to MFR # 1313525-2015-00760 for lens 3 of 4. Refer to MFR # 1313525-2015-00758 for lens 1 of 4.

Manufacturer narrative:
Investigation is underway. A supplemental report will be submitted upon completion of the investigation.